Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her daughter's insulin pump battery died and her blood glucose was 501 mg/dl. The daughter was not feeling well and the mother stated that was the reason her blood glucose was high. The customer also had a reading exceeding 400 mg/dl. The insulin pump gave the daughter 6.6. Units of insulin and the mother believed that the amount was too low. Troubleshooting for high blood glucose was declined. No products were returned or replaced.